Event description:
Customer reported that yesterday his insulin pump's face plate got pushed in. He stated he clipped the counter with his hip. Customer's blood glucose is 118 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked and dented display window, missing end cap sticker, loose and protruded drive support disk and cracked case near display window corners noted during visual inspection. Cracked and bleeding lcd glass noted.(B)(4)